Event description:
It was reported that the patient expired. Heart failure related to afib and rapid ventricular response is suspected. No further information is available.

Manufacturer narrative:
No medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Event description:
New information notes that the death was not related to the device, the implantable system or the procedure.